Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the 3-station solenoid. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors high o2 supply alarm and patient wye not blocked. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 12dec2019, date of report: 13dec2019. The solenoid,three station,esprit was returned to failure investigation (fi) for evaluation. Visual inspection revealed no signs of damage or contamination to the exterior of this unit. The customer returned three station solenoid will be installed into the fi test ventilator. This failure was traced back to the safety valve solenoid. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer complaint of the patient wye not blocked was confirmed. This customer complaint was caused by open windings at the safety valve solenoid (date code: 1520-01). Replacement of the safety valve solenoid corrected the failure with this three station solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.